Event description:
It was reported that post a left atrial appendage closure (laac) procedure the patient developed a pericardial effusion and cardiac tamponade. The patient was successfully implanted with a 24mm watchman ® laa closure device. The following day while the patient was recovering in the critical care unit (ccu), a pericardial effusion with cardiac tamponade was noted. The patient remained hospitalized for seven days where they developed sepsis and multi-organ failure. The patient later expired. The cause of death was multi-organ failure secondary to sepsis. The death was not considered to be related to the watchman device or procedure.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(6).